Event description:
The customer reported the generation of erroneous ion selective electrode (ise), including sodium (na), potassium (k), chloride (cl) patient results on their dxc 700 au clinical chemistry analyzer. The customer also questioned hemoglobin a1c (hba1c) patient results, and after obtaining critical low ise results, a sample clogging error had also occurred. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter customer technical support (cts) evaluated the dxc 700 au chemistry analyzer and advised the customer to inspect and clean the sample pot and tubing, run enhanced clean, prime and run quality control. The customer also performed troubleshooting and replaced the electrodes, mid reference solution, buffer syringe and sample probe. No further issues were reported. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is(B)(4).